Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient reported irritation and bruising at the infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0xca alarm occurred, indicating the algorithm ran too late. No timeouts or drive stalls were observed. No damages or deficiencies were found with the pod that would contribute to skin irritation, a dislodge, or a hazard alarm. The causes of both the reported cannula dislodge and skin condition irritation events could not be determined. The pod was received with the adhesive pad secured to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The reservoir, reservoir cap, linkage assembly, mechanism rails, and piezo crystal were observed to be damaged. This damage lined up with damage and markings on the top housing. Because the damage observed in the pod aligns with the observed housing damage, the cause of the internal damage can be attributed to post use damage. The exact time of when the damage occurred could not be determined.